Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided data were investigated. The available iegms showed noise artefacts on the rv channel which were oversensed. As reported in the complaint text no therapy was delivered. Furthermore the sensing trend curves demonstrated a varying progression between 3 mv and 14 mv from (B)(6) 2016 to (B)(6) 2018. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation duration of approx. 24 months, ventricular oversensing was reported. The device was reprogrammed to avoid inappropriate shocks.